Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that during a routine follow-up, the pulse generator exhibited a diagnositics anomaly. The device was explanted and replaced due to normal elective replacement indiciator.

Manufacturer narrative:
Analysis confirmed normal battery depletion. Electrocautery marks were noted on the device can.